Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose of 400mg/dl. The customer's blood glucose was unknown at the time of reporting. The customer stated that she did not believe that the hospitalization was related to her insulin pump. No equipment was returned. No additional information was reported.